Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was often alarming to calibrate. Customer also reported of experiencing high blood glucose between 200 mg/dl and 400 mg/dl. Customer was attempting to return sensor. Insulin pump would not be returned.